Event description:
Patient was brought into CT room and placed on the CT table. Veran vpad patient tracker was placed on patient and a CT scan was completed. Scans were transferred to the spin thoracic navigation system and the spin ir software application. Proceeded by plugging the vpads into the spin thoracic navigation system and the veran tip-tracked needle and an entry point was marked and the needle was advanced into the patient. An additional CT scan was taken to confirm the correct needle placement. The physician proceeded to remove the stylet and insert a biopsy gun (non-veran) for biopsy sample collection. The biopsy sample was taken and seconds after the patient began to cough. The medical staff sat up the patient and it was apparent that the patient was coughing up a good amount of blood. Numerous additional medical teams were called in to help stabilize the patient. The medical teams were unable to stabilize the patient and the patient expired. Unclear on what was done by the medical teams in trying to stabilize the patient. In discussion with the physician after the patient expired, comment was made that the veran system had nothing to do with the incident and the patient expiring.